Manufacturer narrative:
Medtronic received the following information from a journal article entitled; an international, multicenter retrospective observational study to assess technical success and clinical outcomes of patients treated with an endovascular aneurysm sealing device for type iii endoleak zoethout ac, ketting s, zeebregts cj, et al journal of endovascular therapy. 2022;29(1):57-65. Doi:10.1177/15266028211031933. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient in the endovascular treatment of a 82mm ruptured abdominal aortic aneurysm. 7 years later the patient presented for intervention for a type iiib endoleak. A non mdt endovascular aneurysm sealing system was used to reline the stent graft and treat the endoleak. Post-procedural CT scan showing adequate positioning of the endografts and complete exclusion of the aneurysm.